Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to being implanted, but during the implantable cardioverter defibrillator (ICD) implant procedure, the ph sician was attempting to attach the screw to the right ventricular (rv) coil and it did not "make the typical attaching noise" after several attempts. The physician decided to implant a different device which was implanted with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.